Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. E1: the information included in e1 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the lack of characters on the rear panel and the alarm went off at the time of start-up due to a faulty main board. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While testing the device, the unit was sounding an alarm after the unit was powered up. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing an alarm issue. According to the initial reporter, approximately 1-2 seconds after turning the unit on, the alarm would sound. Reportedly, the staff tried turning the unit off and back on several times, but this did not resolve the issue. The customer used another device for the therapeutic laparoscopic procedure, and confirmed there was no patient harm.